Manufacturer narrative:
Additional information will be provided upon completion of investigation.

Event description:
Patient had bilateral tkr on (B)(6) 2018. Patient presented in (B)(6) 2018 with an infected left knee. Patient had a washout & antibiotics and was discharged. Patient presented again in (B)(6) 2019 with an infected left knee. Patient had a washout & antibiotics and was discharged. On (B)(6) 2019 all left knee components were removed. No patient information available.

Event description:
Patient had bilateral tkr on (B)(6) 2018. Patient presented in (B)(6) 2018 with an infected left knee. Patient had a washout & antibiotics and was discharged. Patient presented again in (B)(6) 2019 with an infected left knee. Patient had a washout & antibiotics and was discharged. On (B)(6) 2019 all left knee components were removed. No patient information available.